Event description:
It was reported that the trial broke during use, while inside the patient. The procedure was completed using the same device. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms the device fractured into two pieces. Both pieces were returned. The device was manufactured in 2013 and it shows signs of significant wear/usage. A medical investigation was conducted and confirms responses to the clinical requests were not provided; however, per complaint details, although the trial broke during, the procedure was completed using the same device without report of patient injury or surgical delay. The product evaluation revealed both pieces returned and showed significant signs of wear/usage. Based on this limited information, the root cause could not be definitively concluded. Reportedly, there was no surgical delay or patient injury/impact as the procedure was completed with the same device; therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.